Manufacturer narrative:
(B)(4). One (1) dual limb 1607 ventilator tubing set, long length was returned for investigation. This circuit had already been out of the bag for leak testing at the customer site. A visual inspection was performed to examine the sample for any signs of abuse/misuse/damage. None were noted. The dual limb 1607 ventilator tubing set, long length was setup for leak testing. Per iso standard 5367 annex e, the ventilator tubing set was tested at 60 +/- 3 cmh2o of pressure with incoming equipment pressure set a 30 psi. The acceptable leak value is = 30 ml/min. The actual ml/min pressure recorded at test was 18 ml/min. The ventilator tubing set does leak, but well within the established iso acceptable parameters. The device history record of batch number 74j1800051 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. (Continued) other remarks: the complaint sample was tested against iso standard 5367 annex e which states at 60 +/- 3 cmh2o of pressure with incoming equipment pressure set a 30 psi the acceptable leak value is = 30 ml/min. The sample was well within the iso specified leakage value.

Event description:
Customer complaint alleges the circuit "would not pass leak test. Changed both filters and still would not pass. Changed to another ventilator circuit and it passed with the previous filters-department states it is a circuit failing". (Cont.) No patient impact or consequence reported.